Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the unit had a large leak in the canister drain plug. The drain plug was cleaned, and the unit was returned to service.

Event description:
The hospital reported the unit was not ventilating as expected. There was no report of patient involvement.